Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vena cava filter deployment, the filter legs became crossed and could not fully expand. The filter was retrieved and another vena cava filter was deployed successfully. There is no reported pt injury.